Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Per sr, equipment was checked and found to function within mfrs specs. Reported complaint could not be duplicated.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation in any mode. There was no patient involvement.

Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.